Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number: 08p08 (alinity I hbsag reagent kit) that has a similar product distributed in the us, list number: 4p53 (architect hbsag) with 510k/PMA/bla number: p110029. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely non-reactive alinity I hbsag results for one sample. The following results were provided: (customer provided reference range 0 - 0.05). On (B)(6) 2025 result = 0.0, repeat result was same result at another hospital on an unknown platform on (B)(6) 2025 = 0.1. No impact to patient management was reported.

Manufacturer narrative:
Corrected information in section h4 device mfg date the complaint investigation for false non-reactive alinity I hbsag results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Return testing was not completed as returns were not available. Data was reviewed and support the complaint issue. Review of tracking and trending for the alinity I hbsag assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 65787fz01. Device history record review did not identify any nonconformances, potential nonconformances, or deviations associated with the likely cause lot number and complaint issue. In house sensitivity testing was performed using an in-house retained kit of lot 65784fz01 (contains identical bulks to current lot 65787fz01) stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency with the alinity I hbsag assay for lot 65787fz01 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely non-reactive alinity I hbsag results for one sample. The following results were provided: (customer provided reference range 0 - 0.05). On (B)(6) 2025 result = 0.0, repeat result was same result at another hospital on an unknown platform on (B)(6) 2025 = 0.1 no impact to patient management was reported.